Event description:
Boston scientific received information that this pacemaker was explanted at the same time as the right ventricular lead was being revised. The lead exhibited loss of capture (loc) and impedances of greater than 2500 ohms, as a result it was revised. Upon placing the lead into this previous device those issues still remained. The physician believed the loc and high impedances to be a device issue. A new device was implanted and the lead was connected to the new device and all issues went away. The new device remains implanted and to date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. This setscrews were removed and both the setscrew and associated connector block were microscopically examined. The setscrews were confirmed to exhibit slight signs of cross-threading, particularly on the ventricular ring setscrew. The defibrillation, pacing and sensing functions of the device were verified per automated testing.